Event description:
It was reported that the patient's generator was found to be disabled, the generator was turned back on to the same settings as programmed previously. It was noted that the patient's seizures had been worse over the past 2 weeks. After the generator was turned back on the patient continued to have seizures. The internal data of the generator was reviewed and it was found that the generator was disabled due to hardware reset. It was seen that the generator underwent a hardware reset on (B)(6) 2020. No other anomalies were identified. Per the family, nothing unusual happened the day of the reset. The manufacturer's device history records were reviewed. The generator passed final functional and quality specifications prior to release. The patient underwent surgery to replace the generator due to the device reset. The explanted generator was received for analysis but analysis has not been completed to date. No further relevant information has been received to date.

Event description:
Internal investigation revealed dendritic growth was observed on the routed edge of the printed circuit board assembly inside a returned affected generator. It is believed that conductive residues deposited on the edge of the circuit board during the laser-routing manufacturing process likely promoted an environment conducive for dendritic growth to occur between test points on the telemetry and reset circuits. The probable root cause is considered related to the laser-routing process (manufacturing error caused event). No other relevant information has been received to date.

Event description:
Internal investigated reported that while the root cause is undetermined, the issue appears to be related to temporary power loss within the generator related to an unknown hardware failure that may have contributed to an intermittent loss of power.

Event description:
Product analysis was completed on (B)(4) 2020 on the received generator. The generator was received in reset condition. The reset was cleared for testing. The generator was monitored for 24 hours in a simulated body temperature environment. The generator provided the intended output current for the entirety of the monitoring period. A comprehensive electrical evaluation showed that the device performed according to functional specifications. No anomalies were identified. Generator reset was not duplicated during testing. No further relevant information has been received to date.